Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2009 as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) procedure performed on (B)(6) 2009 to treat stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.